Event description:
A customer reported that they were unable to use their freestyle flash meter as the display screen had frozen. The meter was returned and has been confirmed to exhibit the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Tested returned unit. No manufacturing parameters found out of spec and original panasonic battery voltage could be recorded as meter turn on. Return batteries gave a voltage of 3.010 v. Did not observe battery icon or booklet icon while strip was inserted. Did not observe strip code. However, uom was selectable and was received at mg/dl. Error 015, 0204, 0300, 0800 and 0806 were observed in the error log indicating battery droop. Meter is operable. Customers and retails have been informed through the fa16may2006 letter.